Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info becomes available. (B)(4).

Event description:
Customer reports intermittent issue with the bed. No pt harm reported. Add'l info has been requested.